Event description:
It was reported that surface rust or corrosion was observed on the back of the pump after changing from a metal belt clip to the updated belt clip, consistent with fluid ingress or surface corrosion at the exterior housing. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no alarms, and continued ability to use therapy once a replacement device was provided. Investigation included review of the description, internal technical consultation, and case assessment. Investigation of this case revealed that the observed condition was consistent with simple surface corrosion on the pump exterior, with no evidence of functional malfunction, aligning with a device exterior/housing component-related corrosion finding. It was concluded, based on previously established findings for similar reports, that the cause was environmental exposure leading to surface corrosion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.